Manufacturer narrative:
On june 9, 2023, mentor became aware that patient received the following replacement devices and underwent bilateral surgical intervention: left: catalog number 350-5535bc; serial number (B)(6) on (B)(6) 2023, and right: catalog number 350-5535bc; serial number (B)(6) on (B)(6) 2023. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 12, 2023, mentor received confirmation that right side device was explanted on (B)(6) 2023 and was discarded. Corresponding fields have been updated under section h on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 30, 2023, mentor became aware that the date of surgery is (B)(6) 2023. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date is (B)(6) 2023. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right wrinkling since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant prosthesis on both sides and experienced left-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed based on the patient¿s symptoms on (B)(6) 2021. On (b)(^) 2023, mentor became aware that patient also experienced right side mild double bubble deformity in addition to left side capsular contracture. On (B)(6) 2023, mentor became aware that the patient also experienced left side device extrusion and wound infection in addition to capsular contracture; baker grade iii/IV. As a result, the left side device was explanted on (B)(6) 2023. Right side device is still implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the right sided device. This medwatch report is for the patient¿s right-sided device.